Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: a review of the pump¿s black box data revealed no evidence of pump reboots. The battery compartment was cracked. The battery cap had damaged threads. The returned battery cap was unable to secure onto the pump, and unable maintain an electrical connection with the pump. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.